Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. No intervention was performed. The condition of the patient was unknown.